Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain - acute moderate to severe back lumbago') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chills, joint stiffness, bloating, vomiting, mood swings, irritability, pap smear abnormal, dysplasia, absence of menstruation, weight gain and nausea. Previously administered products included for birth control: mirena from 2007 to july 2012 and depo provera; for an unreported indication: betadine. Concurrent conditions included bicornuate uterus. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menstruation irregular ("hormonal changes describe: irregular periods"), mental disorder ("psychological or psychiatric problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dyspepsia ("gastrointestinal or digestive system condition type: heartburn"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced arthralgia ("elbow pain/knee pain(left knee)/hip pain") and synovitis ("synovitis of the elbow(right elbow)"), 1 year after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss / alopecia"). In (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (lumbar manipulation, essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, menstruation irregular, mental disorder, migraine, headache, dyspareunia, fatigue, dyspepsia, alopecia, arthralgia, synovitis and musculoskeletal pain outcome was unknown. The reporter considered alopecia, arthralgia, back pain, dyspareunia, dyspepsia, fatigue, headache, menstruation irregular, mental disorder, migraine, musculoskeletal pain and synovitis to be related to essure. The reporter commented: discrepancy noted as essure insertion (B)(6) 2012 1st device loaded through operating channel of hysteroscope, and inserted into the left tubal ostia. Deployment successful trailing coils in uterus: 1. 2nd device loaded through operating channel of hysteroscope, and inserted into the right tubal ostia. Deployment successful trailing coils in uterus: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: fatigue, lower back pain, heartburn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : case became serious incident. Reporter information and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.